Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter stopped cutting during the procedure. A replacement cutter was used to complete the procedure. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
One 25 gauge vitrectomy cutter was received without the tip protector. Visual examination found the needle was bent approximately 5 degrees. The port window was in the opened position and there was dried solution visible in the tubing. The back cap was aligned correctly with the vent hold in the side of the cutter body. A functional test was performed using a stellaris pc system. During testing, the cutter was found to have intermittent cutting action due to the inner needle blocking the port at speeds above 4000 cuts per minute. When tested below 4000 cuts per minute, the cutter had good clean cuts and aspirated as required. The sterilization and lot history records of this device were reviewed and found to be acceptable.